Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735736 (lot: 2.1.0); product type: 2543-mnav - system h3: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an alleged inaccuracy, with all instruments (70 degree and straight suction) by 1cm deep during a functional endoscopic sinus surgery (fess) procedure. The site proceeded with navigation with the awareness that it was off. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Troubleshooting information was provided. There was no damage to the instruments. Geometry error was unknown. Registration was 2mm and looked good.

Manufacturer narrative:
H3) the software team reviewed the provided logs and observed two sessions on the reported issue date. In the first session, the user transitioned between select procedure, images, build models, and registration; however, no successful registrations were completed and the workflow did not progress to navigation. In the second session, the user transitioned between select procedure, images, registration, build models, registration verify, and navigation, with repeated movement between registration and build models. A total of 11 successful registrations were performed in this session, with error metrics ranging from 4.84 mm to 2.01 mm. The final registration achieved 2.01 mm accuracy, calculated using 773 trace points, 2 touch points, and 2 image points. Based on the information provided suspect movement of anatomy relative to frame during screw placement, but there is no way to confirm this. Logs and archives cannot capture this information so would not be helpful. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.